Event description:
Straps broke upon donning the mask. Most issues occurred while donning, but there have been reports of masks falling apart while being worn (during use). The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.

Manufacturer narrative:
One (1) unused sample was received with no product packaging. There is a handwritten number on the bottom side of the sample matching the lot number reported. The sample was evaluated under ambient light conditions. The sample arrived with the elastic head band completely detached from the left side of the mask. There is no damage observed on the bond points of the blue elastic head band. The detachment of the elastic appears to come from the separation of the corner bond area. The opposite corner bond was inspected. The corner remained bonded and the elastic head band appear securely attached. The device history records (DHR) evaluation was performed for the product code 46827 identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications . The product was released by quality assurance. No root cause was identified. Notification was sent to manufacturing leaders for awareness purposes. Additional head strap material was added to respirator for elongation. Quality alerts have been posted to review correct head strap position for respirator. Manufacturing conducts visual and functional inspections throughout production aside from the qa inspection. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.